Event description:
It was reported that patient's ipg was inoperable for several month. It noted that patient ran stimulation continuously 24/7 and used tonic occasionally. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.